Manufacturer narrative:
The pump passed basic occlusion and displacement test. The pump was unable to prime during prime test due to faulty force sensor resistor. There was no motor error or displacement anomalies noted. The motor was tested outside the device and passed. The pump was received with cracked case at display window corners and battery tube threads. The pump was also received with minor scratched display window.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 400mg/dl. The customer states they treated with bloused insulin. The customer states they went through the airport body scanner with the pump on. No further information provided.